Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1015m competitor implantable pacing lead, (B)(6) 1989. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient became septic following a generator changeout procedure and resulted in multiple organ failure, patient in a "coma" for one and half weeks, and "almost died three times". Following the patient's recovery from the sepsis infection the patient has since received a new implantable pulse generator (ipg) system implant. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that they had experienced swelling, redness, a fever and pectoral stimulation following the implant of their device. The patient was seen by their physician and was told that the device was not causing the symptoms. Additional information was received noting that the device was removed due to infection/sepsis. No further patient complications have been reported as a result of this event.